Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.

Event description:
It was reported that customer experienced a low blood glucose (bg) of 37 mg/dl. The cause of bg was unknown, but customer reports that there was insufficient frequency of blood glucose monitoring. Customer consumed a glucose tablet to address the issue.